Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had a battery failure; the battery could not charge. The device was reported to not being in use at the time of the event. There was no patient harm or delay to therapy. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the battery to resolve the problem.